Event description:
Patient initially reported the power consumption of the infusion device was high and the battery had to be changed every day. The infusion device was returned to the manufacturer, and a preliminary evaluation found a defective component in the power supply path that led to a leakage current. Due to the quick discharge of the battery, the w2 low battery warning did not alert the user. Additional information will be submitted when the evaluation is complete. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report. Device evaluation is in progress.

Manufacturer narrative:
The complaint can be verified. Based on the history analysis, the pump had high power consumption. A defective component in the power supply path led to a leakage current. Therefore, the battery had to be changed frequently. Due to a quick discharge of the battery, the w2 "battery low warning" did not alert the user.